Event description:
Hold for rw 1.25 it was reported that this pacemaker recorded two signal artifact monitor (sam) events during a revision procedure. Technical services (ts) was consulted and provided guidance. No more episodes have been exhibited after the procedure. This pacemaker remains in service. No adverse patient effects were reported.